Manufacturer narrative:
Initial report sent to FDA on 03/28/2007.

Event description:
Sex: unk. Procedure: lap mini gastric bypass. Reportedly, while outside the cavity, the device toggled correctly. Once placed inside the abdomen, the needle fell out. The needle was retrieved. The procedure was completed with another device.